Manufacturer narrative:
(B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle clogs occurred with pen needles 32x4 la 5b. The following information was provided by the initial reporter, "customer contacted us to make a complaint about the needles bd ultra-fine 4mm nano penta point, informs that she applies insulin to her husband and in the last box acquired came 5 needles clogged, but has already discarded all the needles including the box with all product, do the flow test and do not reuse the needles."